Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus did confirm the reported event. It was presumed that the cause was related to deformation of the nozzle and foreign material. Olympus could not specify the root cause of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the nozzle of colonovideoscope was clogged. After removing the clogged nozzle, the air and water supply returned to normal. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.